Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 was broken and failed to open. A field service engineer confirmed that the full-height drawer in auxiliary 7 was not opening due to faulty rails, replaced the drawer with a new full-height unit and verified functionality. The customer tested and confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 was broken and failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.